Event description:
It was reported that a 21 g x 1-1/2 in. Eclipse needle smartslip contained foreign matter. The following information was provided by the initial reporter: "I have just been handed some eclipse one looks like it had contaminated with something brown have just been handed some eclipse needles (see attached) one looks like it had contaminated with something brown. I¿ve opened up a few form this batch and they didn't seem to have this contaminate on them, but wanted you to be aware. "

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1904001. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, drops of brown foreign matter were observed on the cannula. It has been determined that this issue most likely resulted during the process which cures the epoxy - the adhesive used to join the hub with the cannula. Through this process, the product is passed through an oven and it is possible that condensed vapor residue within the oven dropped onto the cannula. In response to this incident, changes will be made to the ovens exit confirmations in order to prevent this potential issue from recurring.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 21 g x 1-1/2 in. Eclipse needle smartslip contained foreign matter. The following information was provided by the initial reporter: "I have just been handed some eclipse one looks like it had contaminated with something brown. Have just been handed some eclipse needles (see attached) one looks like it had contaminated with something brown. I¿ve opened up a few form this batch and they didn¿t seem to have this contaminate on them, but wanted you to be aware. "